Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. When the device was inflated at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The distal tip was damaged and there were numerous hypotube kinks. Magnified inspection identified a pinhole in the balloon material over the proximal markerband. Microscopic examination of the markerbands and the balloon material presented no irregularities that could have contributed to the damage. No proximal weld damage was found on the proximal bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated twice. The balloon was initially inflated at six atmospheres. On the second inflation, the balloon ruptured at eight atmospheres with unknown duration when it ruptured. No segment of the balloon was detached inside the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated twice. The balloon was initially inflated at six atmospheres. On the second inflation, the balloon ruptured at eight atmospheres with unknown duration when it ruptured. No segment of the balloon was detached inside the patient.